Event description:
It is reported that the product had an expiration date of 08/2006. Since there was no backup component, surgeon proceeded with the expired product.

Manufacturer narrative:
Eval: a review of the packaging labeling setup sheet found that the content of the labeling is conforming to design specification. It can not be determined with certainty the reason why the expired product was implanted given the expiration dating on the label was to specification. In 2006, a notification was sent to the field with the most frequently asked questions regarding expiration management for better clarification. No product was returned. Review of the device history records did not find any deviations or anomalies. (B)(4). Total # of events: 2. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.